Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 565 mg/dl and diabetic ketoacidosis. Reportedly, the pump was not delivering insulin as intended. Customer did not provide treatment received. Reportedly, customer left the following day with customer in stable condition (bg level was not provided).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600 mg/dl, and diabetic ketoacidosis. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. The customer declined to provide additional information regarding the issue. Reportedly, the customer reverted to manual injections for insulin delivery.